Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: sid (B)(6). This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21/31.

Event description:
The customer observed a false positive alinity I total hcg result for a female patient sample. Result provided: (customer¿s normal values: negative: <5 miu/ml, positive >25 miu/ml) (B)(6) 2022, sid (B)(6) initial result = 19.14 miu/ml, repeat result = < 2.30 miu/ml, repeat result on another alinity < 2.30 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 41521ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for lot 41521ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 41521ud00. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg for lot number 41521ud00 was identified. All available patient information was included. Additional patient details are not available.